Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 04-jul-2024, it was reported that the patient was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Patient was treated via manual injections.. No further information available.